Event description:
It was reported that the customer was unable to charge their device with their tandem issued charging cable. Customer's blood glucose level was not impacted by the event. Customer was able to charge their device with an alternate cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.